Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 6 x 30 stent implanted in the distal right common carotid artery during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged two days after the procedure. Two weeks after the index procedure, the patient experienced and adverse event (ae) of neurological deficit/transient ischemic attack (tia) characterized by aphasia and dysarthria. The onset of symptoms was said to be sudden. The event was reported to be unrelated to the study procedure/device, the patient's anticoagulation, or any cordis product. No intervention was performed. The patient's recovery was said to be partial with minor residuals.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to include the actions statement. The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 6 x 30 stent implanted in the distal right common carotid artery during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged two days after the procedure. Two weeks after the index procedure, the patient experienced a transient ischemic attack (tia) characterized by aphasia and dysarthria. The onset of symptoms was said to be sudden. The event was reported to be unrelated to the study procedure/device, the patient"s anticoagulation, or any cordis product. No intervention was performed. The patient"s recovery was said to be partial with minor residuals. The patient's medical history includes hyperlipidemia and hypertension. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15062116 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. As endorsed by 2009 guidelines from the american heart association and american stroke association (aha/asa), transient ischemic attack (tia) is now defined as a transient episode of neurologic dysfunction caused by focal brain, spinal cord, or retinal ischemia, without acute infarction. Typically symptoms of a tia often last only a few minutes but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Based on receipt and review of the adjudication minutes received, the adverse event (ae) of transient ischemic attack (tia) is being changed to a non-complaint. Adjudication minutes review. The adjudication minutes received disagree with the previous diagnosis of an ipsilateral tia occurring approximately 14 days after stent implantation. This event has in fact been determined by the adjudication committee to be a non-ipsilateral tia occurring on the opposite side of the implanted carotid artery stent and was likely a result of the patients previous left sided infarct and residual symptoms. MRI and CT results showed no evidence of new etiology. As such, to better reflect the adjudication determination the currently reported event of tia will be changed to a non-complaint as it occurred on the opposite side of the implanted stent.

Manufacturer narrative:
The patient was symptomatic for the index procedure. The distal right common carotid artery target lesion was reported to be: an 80% stenosis, 20 mm length, 5.5 mm vessel diameter, mildly calcified, and ulcerated. A 5 mm angioguard embolic protection device was used for the procedure. The lesion was not pre-dilated. A precise 6 x 30 stent was successfully implanted. The residual stenosis was 10%. The angioguard device was successfully removed with no debris noted. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.